Manufacturer narrative:
Efforts to obtain additional information were made. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that a high out of range pacing impedances were noted with this right ventricular lead.